Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 mm x 12 mm nc emerge balloon catheter was advanced for dilation. However, the balloon burst due to several calcification. So, the balloon was removed and completed the procedure with a different device. There were no patient complications. Patient was in good condition.

Manufacturer narrative:
(B)(6). Device evaluated by MFR. : nc emerge mr, ous 3.50mm x 12mm was returned for analysis. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. No kinks or damages in the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device. The encore device was verified before and after use using the druck gauge. No issues were found with the balloon when inflating to rated burst pressure of 20 atmospheres.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon burst due to several calcification. So the balloon was removed and completed the procedure with a different device. There were no patient complications. Patient was in good condition.